Event description:
In 2001, the MFR received a letter from a physician that states the following: the pt had a device inserted in 1995, to give pt IV lg for chronic demyelinating polyneuropthy, severe scelroderma. In 2001, pt was to receive IV ig treatments through the device and at that time they were unable to access the line very well and could not get blood return and pt had to take it through the peripheral route. Pt then started having flu-like symptoms with chest pain across the chest, shortness of breath, dizziness, and lightheadedness. Pt was then seen by another physician for the chest pain. After a CT of the chest and chest x-ray, it was determined that a segment of the device had broken off into the right atrium. Pt was admitted to the hosp and on the following day, the physician removed a fractured piece of the catheter from the right atrium. Two days later, another physician removed the remaining device.